Manufacturer narrative:
No white powder, debris or moisture damage found inside the battery compartment. The pump had cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the lcd window. The pump passed displacement test.

Event description:
The customer reported via phone call that the insulin pump was no longer working. Customer stated that one of the batteries exploded and leaked all over the battery compartment. Customer threw the top away because it had battery acid on it. Customer stated that the battery also ruined her case. The insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.